Event description:
It was reported that the user disconnected from the ilet pump for approximately five hours during a dance event, resulting in blood glucose rising to a high level before the pump was reconnected and insulin delivery resumed. The interaction was categorized as a user procedure issue, and no device component was implicated. Symptoms included hyperglycemia reaching 401 mg/dl, irritability, lethargy, and fatigue. Outcomes included a delay to therapy and no health consequences or last impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified as not reconnecting to the ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.